Event description:
A report was received on (B)(6) 2010 from a baxter (B)(4) field service engineer regarding a female patient receiving hemodialysis via an aquarius machine. The patient reportedly expired on (B)(6) 2010 during hemodialysis therapy. The female patient was hospitalized in the intensive care service for a sectoral peritonitis on (B)(6) 2010. The patient status declined with a multivisceral failure which required hemodialysis via the aquarius machine (extra renal clearance). The hemodialysis started on (B)(6) 2010 at 21:49. Reportedly, heart failure occurred at 22:00. Blood gas test performed at 22:05 revealed a high hypocalcaemia (0.38mmol) immediately compensated. At the 23:00 the patient expired. The listed cause of death is unknown. It is unknown what symptoms the patient displayed. It is unknown what interventions were administered. It is unknown if cardio pulmonary resuscitation (CPR) was instituted. It is unknown if an autopsy was performed. The reporter indicated a hypocalcaemia of 0.38mmol suspects a citrate administration with insufficient calcium compensation. A facility investigation occurred. Reportedly, the hypothesis of causes of this non administration of calcium is: a calcium bag was not prepared correctly. Several bags had been prepared at the same time with possibility of a reconstitution error. Facility staff was interviewed. The facility has implemented changes to the protocol. One bag will be prepared the hour prior the administration. Reportedly, for this event, the calcium bags were prepared the night before the therapy. The calcium and citrate flow rates programmed into the machine were incorrect. The analysis of the data recorded in the machine history file by the biomedical team revealed that several alarms were displayed in the first minutes of the therapy after the patient connection including the alarm "clamp on calcium line" that was displayed 10 minutes after the therapy started, followed by the alarm "calcium balance deviation". These alarms appeared several times during the treatment. It is unknown what corrections were made for these alarms. The calcium line clamp was checked and found in an open position. The alarm "calcium balance deviation" was not correctly interpreted and bypassed by relaunching the therapy. According to the reporter, the occurrence of this alarm was misunderstood. The other possible causes stated in the manufacturer user guide have not been investigated. Reportedly, this alarm is related to a wrong set up of the calcium line. Reportedly when the line was installed, inversion between the calcium bag line and the aqualine line occurred. The reporter stated that: during the circuit installation, the calcium line could be installed in a reversed position without any difficulties. The aquarius does not display alarms during the priming step and the set up of flow rates. The machine is "aware" and alarms only after 10 minutes of therapy while the patient received citrate. The machine interpreted this as the clamp was closed. Then, the machine detects the non variation of the calcium bag weight regarding the entered flow rate and display alarm "calcium balance deviation".

Manufacturer narrative:
(B)(4). Arrangements have been made for a baxter representative to evaluate the device on site. Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Results of the evaluation performed on the device indicate: the event history of the machine was reviewed by the biomed and baxter clinical specialists and the event history review confirmed the clamp was on the calcium lines but also showed that the alarms were not resolved by the user. The root cause could not be determined because not enough information was received as to how the actual device was set up during the treatment. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Nikkiso, manufacturer, conducted "mock" set ups of the event in an attempt to determine if the event could be duplicated. The device alarm responded as designed. The device will detect a change in the weight of the citrate and calcium line and an alarm will sound if the weight is incorrect. Reportedly, during the event, therapy was aborted approximately one hour after start and after multiple alarms had sounded. Reportedly, the calcium line was set up for the correct pump, but was in a reverse position. The design of the device will accept a reverse input of the tubing. Reportedly, if the tubing is reversed, blood should flow back into the calcium bag. Reportedly, the clinician indicated she did not note blood in the calcium bag. An on site evaluation was conducted at the facility, however, a 2 week time frame had transpired prior to knowledge of the event and the tubing and bags had been discarded. The programming parameters were under the label recommended levels. Retraining of the facility staff occurred on an unknown date.